Manufacturer narrative:
Constant pump error 38 noted during rewind due to corroded motor home switch. Unable to verify abnormal rewind due to pump error 38 during test. Unit successfully downloaded to thump. Verified pump alarmed pump error 38 on (B)(6) 2026 23:37:22 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, and pillowing keypad overlay. The p-cap/reservoir does lock properly. Unable to verify abnormal rewind due to pump error 38 during analysis. Confirmed pump error 38 during rewind due to corroded motor home switch. Confirmed moisture damage to the pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump not working properly, being unable to rewind or reset, and unable to exit the load reservoir process. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed, but the customer declined further troubleshooting as the doctor provided a loaner pump; the customer was advised to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880l was requested, and the customer's response was that the device will be returned.